Event description:
The reporter stated the surgeon implanted a 12.0 mm icm120v4 implantable collamer lens in pt's left eye on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to low vault. The lens was exchanged for a longer lens. The pt's las visit on (B)(6) 2011, bcva was 20/20.

Manufacturer narrative:
(B)(4).